Manufacturer narrative:
D4 expiration date - added. H4 manufacturing date ¿ added. The subject device was not returned. Therefore, visual and functional analysis were not performed. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated the device prepared for use as per the directions for use and no damage noted to the packaging prior to opening the packaging. Also, continuous flush set up and maintained throughout the clinical procedure. It is most likely that anatomical or procedural factors resulted the coil protruded to parent vessel and eventually detached when trying to remove. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the reported event.

Event description:
It was reported that during embolization procedure at posterior communicating artery, the subject coil protruded to parent vessel, the physician tried to adjust the coil several times and the proximal area of the coil got stretched, then the physician tried to withdraw the coil and found the coil was prematurely detached. The physician used a guidewire to guide microcatheter to pass the lesion and deployed a stent to press the stretched coil. The guidewire was unable to advance even after twisted to adjust. The physician withdrew the guidewire and found it fractured. Then the physician used a snare device to take the detached coil(subject device) and along with the guidewire and completed the procedure successfully. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The subject device is not available to the manufacturer.

Event description:
It was reported that during embolization procedure at posterior communicating artery, the subject coil protruded to parent vessel, the physician tried to adjust the coil several times and the proximal area of the coil got stretched, then the physician tried to withdraw the coil and found the coil was prematurely detached. The physician used a guidewire to guide microcatheter to pass the lesion and deployed a stent to press the stretched coil. The guidewire was unable to advance even after twisted to adjust. The physician withdrew the guidewire and found it fractured. Then the physician used a snare device to take the detached coil (subject device) and along with the guidewire and completed the procedure successfully. There were no reported clinical consequences to the patient.